Manufacturer narrative:
Off-label, unapproved, or contraindicated use (aortic neck angulation). Review of returned angio images during implant revealed that the endurant aui was implanted from the right side and positioned into the angulated neck just below the renals. The infrarenal neck was angulated 90 deg r-l. With the suprarenal stents still retained in the tip, the aui covered stents were seen completely deployed. The tip was biased against the right side of the suprarenal aorta, and the suprarenal stents were then deployed. The proximal stent graft od measured 32mm. Three stent graft extensions were then placed extending the aui into the right external iliac artery, and an occluder was also seen placed into the left internal iliac. The overlap between the limb extensions appeared to be adequate. Angio injection revealed contrast outside the stent graft along the outside curvature near the top of the sac, from a likely proximal type I or possible type IV endoleak. An aortic cuff was then seen implanted just above the aui and the aortic body was ballooned. No clear endoleak was seen within the proximal sac. The next series of images showed that the distal extension (near the level of the occluder) had detached from the aui extension and there was a type iii separation endoleak; the markers from these two limbs were nearly aligned (no overlap) and the limb junction appeared to be angulated. The od of the detached limbs measured 16mm. An endurant limb was then seen implanted across the detached limbs, resolving the type iii junctional endoleak. A residual type IV endoleak was seen at the conclusion of the films. The exact cause of the events could not be determined from the films provided. The anatomy at implant and pre-implant CT¿s were not available for review. The type and cause of the endoleak seen within the proximal sac could not be confirmed; however, this appeared most likely to be a proximal type I or a type IV endoleak. It is possible that the highly angulated (off-label) proximal neck may have contributed. The exact cause of the type iii limb junctional endoleak is uncertain. A complete assessment of the vessel angulation could not performed from this 2-d angio. This may have been caused by the reported limb angulation and possible insufficient overlap across a junction which was unsupported.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 90 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure the contralateral limb separated from the extension due to patient anatomy, resulting in a type iii endoleak separation. The patient was treated with an endurant 16x16x124 to cover the endoleak. The physician stated that the cause of the event was due to anatomy; very angulated. No additional clinical sequelae were reported.